Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Conclusion: the device was returned for evaluation. A visual inspection found a complete break at the proximal balloon joint; however, the inner guidewire lumen was and the distal balloon joint were intact. Therefore, the investigation is unconfirmed for the reported detachment, and is confirmed for a break at the proximal balloon joint. It is likely that the user perceived the identified break as a detachment. Additionally the balloon guard and stylet were able to be removed from the device without issue, and slight bunching was noted to the balloon. It is likely that during removal of the balloon guard, excessive force was applied, resulting in the break in the outer catheter. However, the definitive root cause for the reported issue could not be determined based upon available information. Labeling review: the current IFU (instructions for use) states: dilatation catheter preparation: remove the balloon guard and stylet by grasping the balloon catheter just proximal to the balloon and with the other hand, gently grasp the balloon protector and slide distally off of the balloon catheter.

Event description:
It was reported that during preparation for an angioplasty the pta balloon allegedly detached from the catheter while removing the balloon guard. Another balloon was used to perform the procedure. There was no patient contact.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for an angioplasty the pta balloon allegedly detached from the catheter while removing the balloon guard. Another balloon was used to perform the procedure. There was no patient contact.